Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited oversensing noise and a rise in pacing thresholds and pacing impedances. It was noted that the noise was reproducible with isometrics. Fluoroscopy imaging was taken, which showed that the rv lead was severely kinked. The physician suspected that the suture sleeve tie downs appeared to be deforming the lead. A lead revision was performed, and the rv lead was capped and surgically abandoned. A new rv lead was implanted successfully as a replacement. No additional adverse patient effects were reported.